Manufacturer narrative:
This electrode will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that this patient received an inappropriate shock due to a change in signal morphology resulting in t wave oversensing. A review by technical services (ts) noted that the device has recorded four treated and six untreated episodes in the timeframe from (B)(6) 2019. Further more one smart pass episode was recorded on (B)(6) showing the same change in morphology as can be seen in the two treated episodes with available electrocardiogram. The two episodes available show very different rates however very similar morphologies. Technical services (ts) discussed that device data indicates that the change in morphology has only started to occur recently. Ts noted that as the morphology shows very small amplitudes in primary vector, using the perpendicular vector (alternate) might result in higher amplitudes and better detection. However, following the patient via remote monitoring should be considered to be aware of additional episodes to avoid further inappropriate shock delivery. At this time the device remains implanted. Additional information provided noted that an electrode revision was scheduled as recent x-rays taken showed that the tip of the electrode was bending towards the left over the pectoral muscle, however unrelated to t-wave oversensing in the primary vector. Subsequently a repositioning took place successfully, it was believed the position of the lead was reason for the inappropriate shock delivery.